Manufacturer narrative:
H3) a manufacturer representative went to the site to test the imaging system. The rotor alignment was adjusted and the system performed as intended.  Codes: b01, c17, d07 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that during a spine case, the gantry would not close when pressing the gantry-close button on the pendant. There was no response from the gantry when pressing the button. The medtronic imaging system was aborted and the surgeon continued surgery using a non-medtronic imaging system. The surgical delay was about 10 minutes. No known impact to patient outcome.